Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a screen display frozen occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a screen display frozen could not be determined. A root cause could not be determined.